Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Provided x-rays were reviewed and identified polyethylene wear indicated by medial compartment joint space narrowing. Possible loosening indicated by questionable area of periprosthetic lucency. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05687.

Event description:
It was reported that approximately 15 years post implantation, the patient was revised due to poly wear and loosening of the femoral components. Attempts have been made and no further information has been provided.